Event description:
Caller reported that the t: slim x2 pump battery would not charge, despite using the correct tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump after determining that attempts to use different wall adapters and charging cables did not resolve the issue. Caller confirmed understanding of instructions to fully deplete the faulty pump¿s battery before returning it to tandem, and a replacement pump was sent without requiring a delivery signature. Caller also understood the need to use an alternate insulin therapy if the current pump's battery ran out before the replacement arrived.